Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports dka was discovered while at a scheduled appointment having blood work administered. The patient was advised to go to the emergency room. The patient reports the pod had suspended insulin due to receiving both high and low blood glucose values from their sensor. The pod had suspended insulin. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital after one night.